Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H11: investigation summary: complaint was received from germany reporting one unit of aquacel wsf 1 × 45 cm ster (1 × 5 pk) eur (system application product (sap) 1700178) with a section of dressing material trapped in the primary seal. Lot: 4l04163 was manufactured on 25 nov 2024 and sterilized at steris on 05-06 dec 2024. Batch size: (B)(4) secondary packs (B)(4) primary). Thirteen photographs were provided and evaluated in accordance with work instructions (wi). The images confirmed the correct product and lot number and showed a portion of dressing captured within the top seal of the primary sachet. No physical sample was received for direct inspection. A full batch record review (brr) was completed. All in-process inspections, statistical sample checks, and final release verifications were found to be satisfactory. No deviations, rework, or non-conformance's were raised for this batch. Equipment logs confirmed that the sealing parameters were within specification during manufacture, and sterilization records demonstrated that all acceptance criteria were met prior to product release. Process review: the universal production line sealing mechanism utilises flipper cylinders to guide and compress the sachet prior to sealing. On review of recent maintenance logs, a temporary misalignment of the sensor guides, and reed-switch clamps had previously been observed; this affected the first-fold symmetry of the sachet, potentially allowing the dressing edge to approach the seal zone. During production of lot: 4l04163, cylinder speed was reduced as fibres were noted catching the pusher on the up stroke, but the line was subsequently re-balanced and returned to validated parameters. Given this context, the most probable explanation was that one dressing was positioned marginally forward on the web path and became trapped in the seal before correction. Trend review: no other complaints for lot: 4l04163 or for system application product (sap) 1700178 have been received. There have been no open-seal or dressing-in-seal complaints for the universal line within the previous 12 months, indicating an isolated event. Risk assessment: the defect was classified as regulatory due to the potential to compromise the sterile barrier. However, the event was single-unit only and there was no evidence of a systemic process failure. According to process instruction (pi), the acceptable quality level (aql) for primary-pack seal integrity was 0.40 (accept 2 / reject 3 for n = 200). At manufacture, the lot met this acceptance criterion. One affected unit from (B)(4) produced was below the acceptable quality level (aql) threshold and does not constitute an excursion. Total stock was exhausted from distribution centers, and no further issues have been reported. The entrapped dressing material would have been extremely difficult to detect during manual inspection at validated line speeds due to the location of the fiber within the seal area and reflection from the transparent laminate film. Conclusion: the complaint was confirmed based on photographic evidence but determined to be an isolated incident not indicative of a systemic failure. The product met all manufacturing and sterilization specifications, and sterility assurance for released stock remains unaffected. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.

Event description:
It was reported that the dressing was trapped in seal and primary package was not properly sealed. The product was not used by the patient. Photographs depicting the issue were received from complainant.